Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis revealed cuts in the insulation at 16.6cm and 17.7cm from the connector pin. The analysis confirmed the complaint of damage consistent with damage due to explant.

Event description:
It was reported that during implant, the atrial lead dislodged. The physician attempted to reposition the lead and then noted the insulation was slit. The lead was removed and replaced.